Event description:
The patient used his ptm (personal therapy manager) at 1:25 am. When he tried again in the morning, he got an error code indicating that a pump reset had occurred. The device system was delivering dilaudid and marcaine. It was later reported that the patient was seen in the clinic on (B)(4) 2015 and they re-programmed the pump, but safe state/reset was again confirmed on (B)(4) 2015. It was noted that the patient had fallen on the pump on (B)(4) 2015 but was able to receive his normal ptm boluses through sunday morning. Sunday afternoon, the patient couldn¿t receive his boluses. Since (B)(4) 2015 and up until the last pump refill on (B)(4) 2015 the pump event logs were normal. On (B)(4) 2015 at 01:31 was there was a safe state/reset with the low battery in the pump logs. The pump was going to be replaced. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. (B)(4).

Event description:
Additional information received from the consumer indicated the patient had no concerns with the device or therapy.